Manufacturer narrative:
Internal control number: (B)(4) .

Event description:
It was initially reported by the patient that following twelve days of contact lens wear, she was experienced pain and was examined in the emergency ophthalmology room. The patent reported that she was diagnosed with an infectious corneal ulcer. Follow-up information received from the patient on (B)(6) 2010 stated that the patient was examined during multiple follow-up visits. According to the patient, she was prescribed oflasxin eye drops on (B)(6) 2010. On (B)(6) 2010, the physician notes provided by the patient state that the patient had mechanical/traumatic corneal abrasion os 0 infiltrates which resolved well over 4-5 days on ocuflox four times daily. Numerous attempts to obtain additional information from the treating ophthalmologist have been unsuccessful.